Manufacturer narrative:
The pod was found to function as intended with no evidence of any internal damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Crack was found on the top housing. It could not be determined when the crack occurred. Inspection of the device along with the data suggest that the crack had no effect on insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn for 36 to 48 hours on the patient's back. Patient started to hallucinate and had blood glucose levels of over 700 mg/dl so they went to the hospital. Patient was treated with intravenous therapy with insulin.